Manufacturer narrative:
Biodex received the medwatch form from the user facility on 11/16. Biodex received the FDA mailed report on 12/8/2015. We tried contacting (B)(6). They said a caster came loose and came off the stretcher. The stretcher flipped with the pt on the stretcher. (B)(6) told us that the other casters were loose. He ordered a new caster and installed it ino the stretcher. At the same time he tightened the other casters. He tld us he then checked the other MRI stretcher they have and made sure those casters were all tight. He did not know if they had used the restraining straps or had the side rails up on the stretcher. He told us he thought they would not have helped the pt. David brown told us that they never performed any periodic maintenance or checked the stretcher in the years they have had them. They will periodically check the casters in the future. The instruction manual says to periodically check that the casters have not loosened. Tighten if required.

Event description:
When pt was placed on MRI stretcher, the wheel fell off and the pt fell to the floor face down. He was taken to the ed for evaluation and imaging studies were completed, which were negative.